Manufacturer narrative:
(B)(4).

Event description:
The ins was going to be used for implant but when the recharge was put on it, it was noticed that it was almost completely dead. The ins was interrogated with a clinician programmer. It was determined that the ins bit had already been set an active group a, available group 1 was already programmed. Somehow the battery had already been set for implant but was never implanted obviously because the package was still wrapped in cellophane. There was no power on reset (por) but the ¿call your doctor¿ icon was present. No overdischarge had occurred and the battery was just depleted. The expiration date was 04/14/2014. The box the ins was in was bent. A second ins was used and there was no patient harm. The ins was sent to be returned to the device manufacturer.

Manufacturer narrative:
(B)(4).